Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 71-year-old male patient, the device displayed "ECG monitoring failure" and "ECG disabled" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The defib receptacle was replaced as a pre-caution. The device passed the final test procedure, was recertified, and returned to the customer with a replacement multifunction cable. The original multifunction cable was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.